Event description:
It was reported that the tower monitor on the 2500 system has poor image quality (observed distorted lines on the monitor). There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the tower monitor. The system was tested and found to be working as intended and placed back into service.